Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, device was beeping. Data analysis confirmed that the device battery diagnostics showed random, intermittent, unpredictable behavior, consistent with a device malfunction. The device should be explanted and replaced. Moreover, data indicates there is likely sufficient reserve for the device to maintain normal therapy functions for 14 days' time. Additional information received indicating that the device exhibited premature battery depletion (pbd) and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, device was beeping. Data analysis confirmed that the device battery diagnostics showed random, intermittent, unpredictable behavior, consistent with a device malfunction. The device should be explanted and replaced. Moreover, data indicates there is likely sufficient reserve for the device to maintain normal therapy functions for 14 days time. Additional information received indicating that the device exhibited premature battery depletion (pbd) and was explanted. No additional adverse patient effects were reported.